Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Imagery provide was reviewed and one (1) valve strut was bent outward at inflow side was observed. Due to the unavailability of a returned device, visual inspection, dimensional measurement or functional testing was unable to be performed. Therefore, a potential manufacturing non-conformance was unable to be determined. During manufacturing, 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint.cc a device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no other similar complaints for frame damaged during use. A review of complaint history from june 2019 to may 2020 revealed other returned similar complaints for sapien 3 ultra valve for frame damaged during use. The complaints were confirmed but no manufacturing issues were identified during evaluation. Available information suggests that patient factors and/or procedural factors may have contributed to the report event. The occurrence rate exceeded the may 2020 control limit for the trend category. Therefore, the complaints for the sapien 3 ultra valve related to frame damaged during use and frame deformed underwent further review. Current evaluation did not identify any device defects or manufacturing non-conformances. In addition, product risk assessment (pra) has been initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the provided imagery. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the physician believes that as they were going up over the aortic arch that there was a slight hesitation and that the valve caught on something¿. From the past complaints¿ history review, the frame damaged during use could be contributed by calcified anatomy. The presence of calcification within anatomy could create a challenge pathway for delivery system (with crimped valve) advancement. The inflow valve strut could get caught on the calcification and lead to bend strut. Available information suggests that patient factor (calcified anatomy) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time as information related to patient anatomy was not provided. Initial investigation did not show any evidence that an edwards defect contributed to the reported event, therefore no corrective actions are required at this time. However, a pra has been initiated to further investigate the s3u frame damaged issue and its associated risks.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, a valve tine [strut] was pushed out while crossing the arch, and a tine on inflow was observed to be sticking outwards. The native valve was able to be crossed. Post deployment paravalvular leak (pvl) was noted. Post dilatation was performed with additional +2cc to the nominal volume to resolve the pvl.  There was no patient injury.  The patient was stable post procedure. Per report, the sheath was fully inserted, there was no issues advancing the sheath, there was no abnormalities noted during crimping, no issues during valve insertion into the esheath or valve alignment into the balloon.  The physician believes that while going up over the aortic arch, there was a slight hesitation and the valve caught on something. The physician believes the operator needs to slow down a little and make sure the flex wheel and commander are in sync when advancing.